Manufacturer narrative:
Additional narrative: a product development investigation was performed. One trochanteric fixation nail (tfn) (456.324, 7234182) was received. A device history record review, device inspection, functional test, and drawing review were performed as part of this investigation. One femoral neck screw (04.032.090, h133645) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection it was observed that the threads and shaft of the lag screw showed areas of wear and flattening consistent with rubbing against the side of the nail and the locking mechanism of the nail. There is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The returned implants are components of the titanium trochanteric fixation nail system which is intended for the intramedullary fixation of proximal femur fractures. The implants (nail and lag screw) were received intact with surface wear. During functional testing the lag screw slid freely thought the intended oblique hole of the nail. The locking mechanism of the nail was in the retracted position upon receipt at customer quality. When the locking mechanism was removed it was observed that the prong was bent outward and showed scraping along the inner and outer surfaces. A crack was observed at the base of the prong which extended approximately 2.5mm across the width of the component. Scraping was also observed along the inner surface of the nail on the opposing side to the location of the locking mechanism prong when advance. The threads and shaft of the lag screw showed corresponding areas of wear and flattening consistent with rubbing against the side of the nail and the locking mechanism of the nail. Thus, the condition is consistent with attempted insertion of the lag screw with the locking mechanism inadvertently advanced such that it was blocking a portion of the oblique hole. The complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices are already damaged. Relevant drawings were reviewed. The bent locking mechanism is consistent with attempted insertion of the lag screw with the locking mechanism inadvertently advanced such that it was blocking a portion of the oblique hole. Thus, the root cause of the inability to advance the lag screw though the nail is the result of the advanced locking mechanism. The root cause of the advanced locking mechanism could not be definitively determined as the circumstances surrounding the event are unknown. Specifically, it is unknown when the locking mechanism advanced. Relevant technique guides note that the locking mechanism is to be engaged after insertion of the head element. The guides also note under the assemble insertion instruments step to verify the appropriate position of the locking mechanism for the screw, pass the 5.0mm flexible hexagonal screwdriver though the cannulated connecting screw and turn counterclockwise until it stops. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is unknown. Additional device product code: hwc. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Reporter telephone number: (B)(6). A device history record (DHR) review was performed for part #: 456.324, lot#: 7234182 (non-sterile) - 10mm/125 deg ti cann troch fixation nail 235mm. Quantity 6: manufacturing location: (B)(4), manufacturing date: 26-jan-2013: in-process acceptance sheet & inspection sheet for final inspection met inspection acceptance criteria. Component parts reviewed: part 456.314.3 - lock driver tfn bp 55 lot: 7234590, part 456.314.2 - 130 lock prong tfn bp 58 lot: 7187546. Raw material part no: 21069 bp 80, 7032555 - raw material received from supplier (B)(4). Certificate of test received from (B)(4) meet specification. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during hip nailing titanium trochanteric fixation nail (tfn) surgery performed on (B)(6) 2017, the set screw was too deep in the nail so that the hip screw could not pass through the hole. The surgeon removed the nail and used another one. The surgery was prolonged about 45 minutes. Patient condition after the surgery was stable. The surgeon replaced the nail and the femoral neck screw during the surgery. There was no patient harm and the surgery was completed successfully. Concomitant device reported: femoral neck screw f/tfn (part 04.032.090s, lot h133645, qty 1). This report is for one (1) 10mm/125 deg ti cann troch fixation nail 235mm. This is report 1 of 1 for complaint (B)(4).